Manufacturer narrative:
A prepaid label was sent to the consumer for return of the product. The consumer has not returned the product.

Event description:
Consumer is alleging that his humidifier caught on fire. There were no reports of injury or property damage with this incident.